Manufacturer narrative:
(B)(4). Date sent 10/6/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy surgery when the doctor was applying the clips he was able to place the first 4 without any problem, however, for the next clip the clipper puts the clip without generating pressure and on the second attempt it no longer throws anything and the clip remains stuck in the jaws, the doctor removes the stuck clip and tries again without being able to place the clip successfully, I suggest putting in a new one, I go out to the locker to get it and when I return the doctor tells me that it is no longer necessary, with the clips that were placed previously it was more than enough to remove the piece (gallbladder), the surgery continues without further incidents.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #a97y0g. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show the jaws of an el5ml device, which appear to be damaged no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device a97y0g_el5ml batch number, and no non-conformances were identified.